Event description:
It was reported to philips that the cable failed during a patient use. A short has been detected between a lead wire and ground. An op check gave an ECG cable failure inop message. Patient involvement was noted, however, there were no reported adverse effects.